Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported repeated 23008 faults on the master tool manipulator (mtm) right. The csr attempted power cycling and hard cycling, but the faults persisted. The site did not have a secondary surgeon side console (ssc) available. The procedure was completed using another da vinci system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically using the backup surgeon side console. The error is resolved after a power cycle, but it continues to reoccur. Initially, it was thought that the backup surgeon side console was unavailable since it was being used in a procedure; however, that procedure was completed, and the surgeon was able to use the backup console.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. A visual inspection was performed and the mtm was found to have roll magnet delamination. No external mechanical damage, contamination, or abnormal conditions were observed related to the reported event. The mtm was installed on the surgeon console fixture test platform (sftp) and confirmed error 23008. Additionally, the mtm failed on the following, that's not related to the field complaint: "slow gravity balance test post sine cycle - wp(wrist_pitch_ripple_max)" "slow gravity balance test post sine cycle - wy(wrist_yaw_ripple_max)". After investigations, failure analysis found the roll magnet delamination and hub to be the root cause of the reported event.